Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during fill 1 of 3. A fluid leak was subsequently discovered when removing the cassette. The pdrn stated the cassette had a hole in it and fluid was discovered in the pump module area. The patient was connected during the incident. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the pdrn confirmed the reported event of fluid discovered in the pump module area and on the external portion of the cassette. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete treatment using a different cycler at the clinic on the day of the reported event. The pdrn confirmed the patient has continued using their cycler for their pd treatment without issue since. The pdrn confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation. A hole in the cycler set cassette was noted where the film meets the frame upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. Should the sample become available, the investigation file will be reopened and will be updated accordingly. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during fill 1 of 3. A fluid leak was subsequently discovered when removing the cassette. The pdrn stated the cassette had a hole in it and fluid was discovered in the pump module area. The patient was connected during the incident. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the pdrn confirmed the reported event of fluid discovered in the pump module area and on the external portion of the cassette. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete treatment using a different cycler at the clinic on the day of the reported event. The pdrn confirmed the patient has continued using their cycler for their pd treatment without issue since. The pdrn confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation. A hole in the cycler set cassette was noted where the film meets the frame upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A disinfection and visual inspection were performed. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection using a microscope, a hole was found in the film. This kind of damage could have several causes: the pump door is sharp and closes unexpectedly during set up, stress and strain on the film during the teach pump when the mushroom head is fully extended against the cassette dome (especially with a large misalignment between the cassette and pump), a finishing problem due to a sharp point created or the cassette having mechanical damage, or shipping/transportation damages to the product. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Based on the investigation findings, the complaint was confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during fill 1 of 3. A fluid leak was subsequently discovered when removing the cassette. The pdrn stated the cassette had a hole in it and fluid was discovered in the pump module area. The patient was connected during the incident. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the pdrn confirmed the reported event of fluid discovered in the pump module area and on the external portion of the cassette. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete treatment using a different cycler at the clinic on the day of the reported event. The pdrn confirmed the patient has continued using their cycler for their pd treatment without issue since. The pdrn confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation. A hole in the cycler set cassette was noted where the film meets the frame upon removing it from the cycler.